Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an atrial lead replacement procedure. During pre-procedure interrogation it was noted that the atrial lead exhibited high capture thresholds. The lead was explanted and replaced. Patient was stable.